Event description:
It was found through implant sheets received that there was an additional left revision. Update: this was the patient's third revision due to dislocation.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The provided medical records and x-rays were reviewed by a consulting clinician who concluded: ¿in this complicated, multiply operated upon left hip with a total femoral replacement, there is no inherent soft tissue support for stability of the hip. There is no resistance to impingement at the extremes of motion. This likely resulted in the recurrent dislocations, including the subsequent disassociation of the constrained liner.¿ the event was confirmed. The reported dislocation does not appear to be device related. Rather, the dislocation was caused by patient and/or surgical factors. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.